Event description:
It was reported that testing was performed the next day after the procedure and upon review, it was discovered that the right ventricular lead (rv) exhibited low r-waves, a rise in impedance and an inability to capture. An x-ray was performed, and the results did not show the rv lead dislodged. The lead was successfully repositioned. The patient was in stable condition.